Event description:
It was reported that a user experienced difficulty pairing a newly applied dexcom g7 continuous glucose monitor (cgm) sensor with the ilet pump, followed by a subsequent report of absent readings until a pump restart prompted pairing and pending data display; the event aligned with an intermittent communication failure involving the cgm-to-pump connection, associated with the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed interoperability issues between the cgm and pump consistent with intermittent communication failure localized to the antenna/electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.